Event description:
(B)(4). At first it came on as the worst migraine of my life. I had never experienced migraines before. They still continue till this day. I also started to gain weight which I still can not get off. There's no doctor that can figure out why. I also have extreme fatigue that inhibits my daily functions. And depression, I don't know if it's from the migraines, weight gain and fatigue but it's there.